Manufacturer narrative:
Visual inspection under magnification shows extensive wear on the middle and bottom electrodes with moderate wear to the top electrode. There is discoloration and dried tissue present on the tip as well. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and activated in a beaker of saline solution using default and max settings in which plasma was observed on the remaining electrode legs. The saline line was connected to a saline bag at approximately 3 feet and saline flowed through-out the line to the tip of the device as intended. The suction line was tested and performed as intended. The complaint was verified and the root cause of the complaint seems to be the end of useful life for the returned device as the disintegration of the electrodes will decrease the functionality of the device and make it appear as if the ¿wires are broken¿. The reported failure is consistent with normal wear of the electrodes and is dependent on factors that can accelerate the wear of electrodes such as: the angle the device was handled during the procedure; using set points higher than the default settings, or using the wand for an extended period of time. A factor unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller which was not returned for evaluation. There are no indications during manufacturing record review that would suggest the wand did not meet product specifications upon release into distribution.

Event description:
It was reported that the metal wire broke during use. The surgeon was concerned about the broken wire falling into the surgical site. The same model back up was used to complete the procedure with a delay of about 30 minutes. No patient injury or other complications were reported.